Event description:
It was reported that this right ventricular lead exhibited loss of capture leading to pacing inhibition of three seconds. Due to this the patient experienced a syncope episode. Reprograming of the device and further revaluation of the patient were discussed. This lead remains in service. No further adverse patient effects were reported.